Event description:
Compromised mattress, potential undetected fluid ingress from inpatient/ outpatient mattress per (B)(6)) patient safety alert al24-01; alert and recalls ID: sr-46567. Ref report: mw5164315.